Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and hence an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that pumps are not infusing as programmed. The customer reported that an infusion of herceptian was programmed to run over one hour, but the infusion took two and a half hours to complete (programmed infusion parameters and rate of infusion unknown). It was reported that there was no patient injury.